Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had weight loss and was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned and moved up higher to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.